Event description:
It was reported that the patient's output was increased due to intermittent episodes of shaking questionable for seizure. Family was wondering if the vns was nearing its end of service. The patient had prophylactic replacement. The explanted generator has not been received for analysis to date. No additional relevant information has been received to date.